Manufacturer narrative:
The suspect product is the chemstrip 10 md urine test strip.

Event description:
The office mgr reports comparative urine test results of: leukocytes = negative using the chemstrip 10 md urine test strip and leukocytes = large from the hosp lab. The pt did not receive therapy based on these results. No pt injury was reported and no treatment was received. The discrepant result occurred at a medical office testing lab. Qc test results unk. Technical support requested the return of the suspect product and replacement product was shipped.